Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was in a car accident, and when her blood glucose was checked, the reading was 15 mg/dl. The customer was then taken to the hospital for treatment. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.